Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to instability. A 36 mm ceramic c-taper femoral head, v-40 taper adapter sleeve, and trident x3 0° eccentric insert were implanted. Rep confirmed that no other information is available.